Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of "short circuit" error message was confirmed. Product failed functional testing with a short circuit error. Cause of errors is a defective electronic component on the main digital pcb. Product passed functional testing with a known good main pcb installed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that the device had a short circuit. There was no delay or patient injury reported.